Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Occupation: (B)(6).

Event description:
Patient revised for painful hip and tendon snapping. **update** 6/29/2012 - litigation papers received. Update ad 17 jul 2018 receipt of ppf and medical records. In addition to what were previously alleged, ppf alleges elevated metal ions. After review of medical records, patient was revised to address heterotopic ossification with prialt anterior bone and sublaxation psoas tendon. Revision notes reported heteretopic ossification present within the anterior aspect of femoral neck. There was also an evidence of metal particles noted.